Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Insulin pump received with intermittent button response due to moisture damage keypad traces. No button error alarm during testing. Also received with normal operating currents. No "no battery" on the screen, failed battery test alarm or black circle during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, scratched reservoir tube window and cracked battery tube threads. Insulin pump received with a slight bleeding lcd glass.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple motor error alarms. Numbers kept going up by themselves. Device alarmed a failed battery alarm and a button error alarm after the battery was replaced. Customer's blood glucose was 178 mg/dl. Device was unable to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.